Event description:
During installation of the device, the pump system displayed evidence that the status of the backup battery could not be reliably determined. An alternate device was employed. There were no consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.